Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; full lead was returned and analyzed.

Event description:
It was reported that at implant, the physician was unable to get acceptable thresholds in the desired location. The lead was not used, and another lead was implanted. No patient complications were reported as a result of this event.